Manufacturer narrative:
Physio-control evaluated the device and observed several fault codes logged in the memory. Physio replaced the programmed user interface pcb and system control pcb assemblies to observe proper device operation through functional performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined the root of malfunction to be the u61 ic chip. Failure of the u61 caused the test mock up device to constantly reset and have a white screen (lock-up). Per repair instructions, the user interface pcb assembly was automatically replaced at the same time as the system controller pcb assembly and there was no failure of this assembly.

Event description:
Customer reported that the device would not complete the boot up process and keeps resetting. There was also several fault codes logged in the memory. There was no report of pt use associated with the event.